Event description:
Caller states patient tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.